Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the radial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During procedure, at first inflation, the balloon ruptured at 6atm. Subsequently, the balloon was simply removed from the patient's body without problem. However, it was further reported that all the components were completely and simply removed. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.